Manufacturer narrative:
Concomitant medical products: 694765 lead implanted: (B)(6) 2012; 407652 lead implanted: (B)(6) 2007.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due sepsis and endocarditis. It was also reported that the patient's blood tested positive for the presence of methicillin-sensitive staphylococcus aureus, vegetation was found on the patient's valves, and possible candida was found on a right ventricular (rv) lead culture. The patient was treated with antibiotics and a temporary pacing system was implanted until the infection clears. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.